Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedances and unstable thresholds, despite multiple attempts at repositioning. The lead was removed and inspected, and was found to be damaged. Due to the extended procedure time, the procedure was halted, and a new lead will be placed at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No intervention nor hospitalization was required. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.